Manufacturer narrative:
A DHR review could not be conducted because the lot number was not provided. Samples and photos were not made available so sample review was not possible. This product is not sold in the united states but a similar product is sold here. A causation between the hollister catheter usage and the end user's reported utis could not be established. Lot number not provided so only the di portion of the UDI information is available.

Event description:
It was reported that the catheters were bent which were causing urinary tract infections.